Event description:
The physician inserted the catheter and advanced the guidewire. When the guidewire was being withdrawn it became stuck, the physician removed the catheter with the guidewire in place. The guidewire is severely frayed.